Event description:
Information was received indicating that this syringe infusion pump exhibited an alert to check the clutch and plunger lever. No adverse patient effects were reported.

Manufacturer narrative:
One used medfusion® 3500 syringe pump was received for investigation. A visual inspection revealed the device to be in poor condition; the right plunger case and top case were both cracked. There was evidence of the reported issue in the pump event history log. The problem could not be verified after flow testing. Upon further review of the alarm history, the clutch was released during an infusion, causing the "check clutch" error. The root cause for the reported problem was determined to be a user issue; the failure is a result of the customer/ user interfacing with the product in a manner inconsistent with the IFU.